Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to the balloon being inadvertently punctured during a different abdominal procedure roughly 2-3 months ago. The aus device was explanted and a new ams 800 artificial urinary sphincter was implanted. There were no patient complications reported in relation to this event. The procedure was completed successfully with no patient adverse events and the aus went back to normal function immediately following surgery.